Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: laryngospasm during pulsed field ablation of the left superior pulmonary vein, vol. 30, no. 3, 2025 doi.org/10.1016/j.jaccas.2024.103095. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding laryngospasm during pulsed field ablation of the left superior pulmonary vein (pv). The authors described a patient who underwent an elective pulmonary vein isolation with pulsed field ablation (pfa) for paroxysmal atrial fibrillation under general anesthesia with a laryngeal mask airway (lma). During pfa delivery to the left superior pv, ventilation became ineffective and there was a drop in the end tidal carbon dioxide concentration, increased peak inspiratory pressure, and failure to deliver tidal volume. Manual ventilation was attempted but ineffective. The lma was removed and upon laryngoscopic inspection, a complete vocal cord spasm obstructing the larynx was observed. The patient's oxygen saturations decreased to 70%. Ventilation was restored with a muscle relaxant followed by endotracheal intubation. The case was completed without any additional complications. The following day the patient complained of a sore throat and fiberoptic laryngoscopy revealed swelling, redness, and a minor laceration on the right arytenoid. The status of the device is unknown. No product performance issues were reported.